Event description:
Information was received indicating that a smiths medical cadd-legacy® 6400 pump displayed 1720 error code. There were no reported adverse effects.

Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported "ec 1720" problem was not duplicated. It was noted that the reported issue was a power backup capacitor failure. The error could not be repeated over many attempts, including battery fall out, switch on/off, and power on/off after running. The pump did not boot with a 1720 error, but it was present multiple times in the event log. Service will replace the backup capacitor as a preventative measure. Based on the evidence, the complaint was not confirmed, and no fault was found.